Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A laser technician reported a small segment on the right eye during flap creation which made it difficult to lift the flap. The small white spot was at 11 o'clock, close to the side cut in the bed. It was reported that it looked like a slight start to a vertical gas breakthrough due to the appearance of excessive moisture and opaque bubble layer. This suggests that the flap was thinner. The flap was still able to be lifted without a blade and treatment was completed. There are two related reports for this facility. This report addresses the patient (B)(6) right eye and other manufacturer report will be filed.